Event description:
It was reported that patient experienced an infusion set adhesive failure on (B)(6) 2026, where the infusion set fell off during use.

Manufacturer narrative:
Initial 3 of 3.name: (B)(6)country: united states of americaaddress ¿ line 1: (B)(6) based on the available information, this event is deemed to be reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 3003442380